Event description:
On august 02, 2024 it was reported that on (B)(6) 2024 during a surgical procedure the needle channel broke leading to the needle falling into the patient. The surgeon searched for the needle for over an hour and could not locate it. No additional patient consequences were reported.

Manufacturer narrative:
It was reported the needle channel broke, the needle became detached and fell into the patient. Surgical intervention was required to search for the needle causing a delay in the procedure. It was reported the loose needle was not found and was potentially left in the patient. No other information has been provided to date. A review of the device history records for the reported finished good lot and raw material components identified no quality issues during the incoming, manufacturing, in-process, or final inspection processes. A potential root cause for a needle detaching when slightly tugged during a procedure could be that the suture was not fully inserted within the end of the needle during the manufacturing process. It¿s also possible the device(s) are being grasped on or near the swaged end, damaging the suture, allowing it to break free from the needle component. However, there are numerous other circumstances that can adversely affect the strength and durability of a suture/needle attachment including but not limited to the misalignment of the suture within the end of the needle, the suture material not placed deep enough within the end of the needle and/or if end is not crimped with enough force to form a secure grip onto the suture material. The ¿precautions¿ section in the IFU for the device states, ¿care should be taken to avoid damage when handling. Avoid crushing or crimping the suture material with surgical instruments such as needle holders and forceps¿. The ¿adverse reactions¿ section in the IFU for the device states, "broken needles may result in extended or additional surgeries or residual foreign bodies. Without reviewing the actual reported device(s) or receiving detailed information regarding the method utilized to remove the device from the packaging, preoperative preparation of the device, tools utilized to grasp the devices, details of the procedure performed, or the surgeon¿s technique, a definitive root cause cannot be determined at this time.